Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported ,the powerflex pro 7mm 4cm 135 product ruptured at 5 atm. There was no patient injury reported. The product will not be returned for analysis. Additional information has been requested.

Manufacturer narrative:
The following sections have been updated accordingly: describe event or problem, date received by manufacturer, type of report, type of reportable event. As reported, the balloon of a powerflex pro 7mmx4cm 135cm percutaneous transluminal angioplasty (pta) catheter ruptured at five atmospheres (5 atm). There was no patient injury reported. Multiple attempts were made to obtain additional information without success. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported ,the powerflex pro 7mm 4cm 135 product ruptured at 5 atm. There was no patient injury reported. The product will not be returned for analysis. Additional information is not available.